Event description:
It was reported that unipolar lead impedance varied from greater than 2500 ohms to 500 ohms with pocket manipulation. The lead also exhibited intermittent r wave sensing, noise with pocket manipulation, and inhibition of paced output. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.